Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up remotely via merlin.net. Upon examination of the transmission, the implantable cardioverter defibrillator exhibited multiple episodes of pacing mode switch from (B)(6). It was noted that the cause of the mode switch was due to far field r wave oversensing on the atrial channel. Programming changes were recommended. No patient symptoms were reported.